Event description:
The patient was implanted with a synchromed pump and catheter on 5/28/1998 for intrathecal infusion of baclofen for intractable spasticity due to multiple sclerosis. The patient experienced increased spasticity. An x-ray rotor study performed on 4/13/1999 verified a motor stall and on 4/14/1999, the pump was explanted. The explanted pump was returned to the manufacturer for analysis. Another synchromed pump was implanted on 4/14/1999. The hcp states the patient exhibits decreased spasticity.